Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose over 300mg/dl. The customer stated that she has not been using the insulin pump since the end of (B)(6) and has been treating with manual injections for some time. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found several low reservoir and no delivery alarms. After receiving the tubing clamp the customer ran the high pressure test and the test failed twice. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.